Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that upon pre surgery checks, the lamp would not strike. It is further reported that another unit was used to complete the surgery. It is further reported that there was no adverse consequences.